Event description:
The user facility reported that the involved tr band 2 was to the right radial of patient, inflated to normal air protocol and removed the glidesheath slender sheath. When the sheath was removed the patient bled continuously from the radial artery. Another tr band 2 was applied, and the bleeding stopped. The estimated blood loss was less than 250 ccs. Patient was in stable condition. The event occurred post-operative. The patient was not injured, medical or surgical intervention was not required. The procedure outcome was completed successfully. Additional information was received on 17 may 2023: procedure was a diagnostic left heart cath. Band was not manipulated before use in any way. Band was stored in a climate-controlled procedure room and prior in a climate-controlled storeroom. Hemostasis was achieved by manual pressure until the new tr band was placed on the site. Yes, hemostasis was achieved.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: 140.6kg. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. This reported event has been deemed reportable based upon the investigation of the actual sample. The actual device has been returned for evaluation. One used and two sealed and unopened tr bands were returned for evaluation. The samples were opened to perform functional testing. The samples were subject to visual analysis. No damage or deformities were noted on the bands or inflators. The samples were subject to leak testing. Approximately (B)(4) of air was injected into the bands and submerged in a water bath for approximately (B)(4). Air bubbles were observed from the inflation tube to the balloon tab on the used sample. The sample failed leak testing. The other two previously unopened samples did not have any air bubbles from the band or balloon and passed leak testing. The sample that leaked was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The samples that did not leak were subject to additional leak testing. Approximately (B)(4)of air was injected into the bands and the bands were placed in a holder for (B)(4). After (b)(64the air was removed from the band and (B)(4) was left in the balloon assemblies of both bands. The samples passed manual leak testing. The samples that did not leak were deconstructed at the check valve to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found in the valve. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).